Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery that was both heavily calcified and heavily tortuous. The nc trek balloon dilatation catheter was advanced but failed to reach the target lesion. Resistance was noted during removal. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.